Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Result and conclusions will be provided in the final report. H6: medical device problem code 1494 indication for use.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional peripheral percutaneous transluminal angioplasty procedure with an 18f sheath. Reportedly, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.